Event description:
Reason for check: loss of consciousness. Device appears to be under-sensing on the atrial lead. No recent r wave measurement available-ventricular capture thresholds indicates recent increase- ventricular paced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).